Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited several treated and untreated episodes due to noisy signals oversensing and low amplitudes. The technical services (ts) discussed troubleshooting options and recommended to reprogrammed. No additional adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited several treated and untreated episodes due to noisy signals oversensing and low amplitudes. The technical services (ts) discussed troubleshooting options and recommended to reprogrammed. No additional adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was explanted and replaced. The s-ICD will be returned for analysis. No additional adverse patient effects were reported.